Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box data showed no evidence of unexplained voltage drop or excessive battery usage .the battery compartment was observed to be cracked. The current draws measured within specifications. No evidence of excessive pump temperature was duplicated during investigation. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump became hot/warm to the touch. The battery compartment was reportedly cracked. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.